Event description:
Oracle ro (B)(4): lec 1140 error.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen was scratched. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec 1142 which is an issue with the circuit board. Replace back-up circuit board.